Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer indicated that they will not be repairing the device. No product will be returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.